Event description:
It was reported that the pt's entire system was replaced. The battery was depleted and the pump was scheduled to be replaced but there originally were no plans for the catheter. When the pump was exposed, the existing pump connector was still attached but no tie was in place. It appeared that the lip of the connector had split with crystallized material covering part of the pump connector. Once disconnected there was no cerebrospinal fluid (csf). During a fluoro exam, the catheter appeared to be at the level of t12 and in the epidural space. Once the spinal section was exposed there was no anchor found, the catheter was cut and again no csf. A purse string suture was placed and the physician attempted to remove the spinal section of the catheter resulting in a fracture. A small part of the catheter was pulled out but a portion was left in the tissue. There was no csf leak found at the site. The explanted pump was checked and the volume was accurate with the programmer reading. The pt was on oral narcotics as well as the implantable drug delivery system (idds) dose. The existing catheter appeared to be on the right side of the spine with the pump pocket in the left lower abdomen. A new catheter was place with good csf flow, tunneled and connected to a new pump. After the surgery, the pt's medication doses were reduced to 1.44 mg/day of dilaudid, 0.96 mg/day bupivicaine, and 14.4 mcg/day of baclofen and admitted to the hospital for observation. The pump contained dilaudid at a concentration of 30 mg/ml, compounded baclofen at a concentration of 300 mcg/ml and bupivicaine at a concentration of 20 mg/ml. It was later reported the pt was discharged from the hospital with no problems with the pump or dose. The pt was on oral medication as well as intrathecally. The pt recovered w/o sequela. The surgeon noted the pt was doing well and was discharged from the hospital w/o problems with the pump or the dose.

Manufacturer narrative:
(B)(4).